Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the orange casing was broken. The tube extension was broken and missing a piece at the proximal clevis interface. The broken piece measured roughly about 0.256 x 0.206. The clevis was dislodged from the tube extension. The tube extension likely broke due to excessive side loading. Electrical continuity test passed. An additional finding was various scratches on the main tube showing light material removal. The scratches were short in length and not axially aligned with the tube. Engineering concluded the damage may be due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported material removal if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the tips almost fell off and the orange casing was broken and bent. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.